Event description:
Hospital advised that pump alarmed as intended and displayed error code when the device was in use. The patient was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required to maintain appropriate infusion. No further details about the event are available.